Manufacturer narrative:
The fse noted that the display appeared to have been in use since the initial installation. The clinical engineer working with the fse believed the failure was due to age. The display was replaced with a spare display (identical model), and functionality was restored. The device remains at the customer site.

Event description:
The customer reported that was no audio at the central station. The device was in clinical use at the time the issue occurred. There was no patient harm reported.